Event description:
I use clear care plus contact cleaning solution and have been doing so for years. Over the past six months, when there was about one-sixth of the bottle left, it would stop working and my eyes would burn horribly when I put my contacts in the next day. I always followed the directions, although sometimes forgot to rinse for 5 second before putting them in. I complained to alcon a few months ago and they told me they were fixing the problem, had me return the remaining product and case and sent me a replacement. Now three months later, with a different bottle, the same thing has happened. They have changed their product formula or the case in some way that it does not work with the entire bottle of solution. The pain when putting my contacts in is very intense and causes my eyes to be very red.